Event description:
Fingernail sized cut found in coude catheter by balloon port when trying to inflate balloon after insertion (unable to inflate). Packing opened appropriately by peeling apart package- no scissors used.